Manufacturer narrative:
The insulin pump received with partial display due to cracked and bleeding lcd glass. Unable to perform displacement test due to lcd physical damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display was broken. Blood glucose was unknown. The insulin pump will be returned for analysis.